Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a peripheral intervention procedure on an unknown date. Access was obtained at the common femoral artery via a 5f procedural sheath. There was no report of femoral angiogram to assess suitability of closure. Post procedure, the physician who was not a trained user of the mynx, chose the device for femoral arterial closure. It was reported that when the physician attempted to pull the balloon towards the arteriotomy, a balloon loss of pressure occurred. The device was removed and the patient was converted to manual compression. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The returned device was visually examined under high magnification and was confirmed that the source of the leak was a pin hole in the balloon, approximately 3.5 mm from balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the pin hole could not be determined. The review of the lhr (lot f1103801) indicated that the mynx lot met all established performance criteria prior to shipment.